Event description:
Consumer states he was sitting in a recliner and using the heating pad on his back when he noticed it getting really hot and the plastic was stuck to sweater and chair, damaging his sweater and chair. No injuries were reported with this incident.

Manufacturer narrative:
Sitting against the pad as consumer described is abuse of the product and a direct violation of the instructions and warnings provided. This incident is the direct result of misuse/abuse of the product.